Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) female patient coincident with nutrineal pd4 unknown bag (lot number 10i13g38) therapy. On (B)(6) 2010, the patient began treatment with nutrineal pd4 unknown bag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was hospitalized for sterile peritonitis manifested by cloudy effluent and a stomach ache. On an unreported date, nutrineal therapy was stopped. Beginning (B)(6) 2010, the patient received remedial treatment with kefzol 500mg/l loading dose apd, 13 1/day followed by 125 mg/l capd, 4 1/day, which continued until (B)(6) 2010. The patient also received remedial treatment with tobramycin 10mg/l loading dose followed by 5mg/l "idem," which continued until (B)(6) 2010. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient recovered from the event of sterile peritonitis. The nurse classified the severity of the event as moderate and stated that after stopping nutrineal, the leucocytes decreased. On an unreported date, the patient was switched to dianeal 1.36%. Concomitant medications were not reported. The nurse believed the event of sterile peritonitis was related to nutrineal therapy. Additional information ((B)(6) 2010): it was clarified that the patient had been using nutrineal and experienced cloudy effluent and nutrineal was stopped. The next day nutrineal was restarted and the patient again experienced cloudy effluent and nutrineal was permanently discontinued.